Manufacturer narrative:
Product analysis: analysis of the programmer was able to confirm the customer comment of a printer malfunction. It was determined during analysis that the programmer screen was hard to response , the stylus was replaced. Analysis also noted that the display had white spots at the right of the screen. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer¿s printer fails to print correctly as the page edges are turned over and there are some blank sections on the report. It was also reported that the radiofrequency head took a long time to establish telemetry. The programmer was returned for service and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.